Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim on (B)(6), when the patient was given a new indwelling needle infusion, the tube was flushed normally and the needle was prepared for burial. It was not possible to vent normally. After replacing the other connector, the infusion was pushed normally. After the indwelling infusion was completed, the cause was checked again when the infusion returned to the treatment room. Neither was it possible to push the infusion normally.

Event description:
The defect is that no liquid is found to be running away when the new fitting is opened and vented the perfusion fluid is normal saline store at room temperature the connected product is a wego infusion set, which has been sent before no visible defects in the sample, luer connection.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: one 2000e china sample from lot 24015646 was received for investigation, in which the customer has stated: "on 1 november, when the patient was given a new indwelling needle infusion, the tube was flushed normally and the needle was prepared for burial. It was not possible to vent normally. After replacing the other connector, the infusion was pushed normally. After the indwelling infusion was completed, the cause was checked again when the infusion returned to the treatment room. Neither was it possible to push the infusion normally." No samples of the connecting product(s) were provided to aid the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no restriction or occlusion of flow was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.